Event description:
It was reported that communication could not be established with this patient's cochlear implant during testing in the clinic. External equipment was exchanged but this did not solve the problem. Xrays were normal for positioning. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. The surgeon explanted the device on 10/23/2006 and reimplanted a new device the same day.

Manufacturer narrative:
This type of event is addressed in the device labeling.